Manufacturer narrative:
B3: estimated based on the gfe response from the sales representative, as the patient has not fully benefited since the implant date additional pro code selection that applies to the indication of this device - nhl, pjs.

Event description:
It was reported that this deep brain stimulation (dbs) device was replaced due to inadequate stimulation, as a result, the patient experienced a recurrence of tremors as the therapy did not sustain over time. The patient underwent a lead revision procedure wherein the lead was explanted and replaced. The lead was disposed by the hospital and will not be returned for analysis. Postoperatively the patient was recovering well, the programming appointment was scheduled for (B)(6) 2025.